Event description:
It was reported the subject device experienced an e315 error. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image loss. Based on the results of the investigation, the most probable cause for incompatible scope error e315 could not be identified. Additionally, image loss occurred due to liquid intrusion. The most probable cause for image loss is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.